Manufacturer narrative:
Carefusion file identification: (B)(6). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect user interface module (uim) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect uim for evaluation.

Event description:
The customer reported the user interface module does not power on. The customer stated this event was not associated with a patient event.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect obsolete user interface module (uim) for investigation. The failure analysis (fa) lab performed a visual inspection of the internal components within the uim. The (B)(6) lab also performed multiple power on cycles on the suspect control board on a test uim. Voltage testing of the real time clock battery was performed and found the voltage out of specifications. The (B)(6) lab was able to duplicate the reported issue the root cause is associated with material fatigue within the clock battery, which caused the reported event.